Event description:
The catheter was inserted in the patient with ease in 2006. The nurse did not receive a blood return and the catheter would not flush. Upon removal of the unit, the catheter broke and 5 cm of the catheter remained in the patient. An x-ray was taken to locate the catheter and the unit was surgically removed. Another catheter was placed in the patient.

Manufacturer narrative:
H.3 - the sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.